Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not known at the time of reporting. The manufacturer representative went to the site to test the imaging system. The mobile view station (mvs) power connector was damaged, hand switch cable and handle back cover were damaged and foot switch connector was damaged. After ¿invalidate home¿ was performed they tried to fix the missed docking position and noticed that the ¿o¿ was inclining downwards and was not parallel to the y axis. The manufacture date was not known at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the mobile view station (mvs) connector was damaged, the hand switch cable and handle back cover were damaged and the footswitch connector was damaged. After ¿invalidate home¿ was performed the manufacture representative found that the system missed the docking position. They also noticed that the ¿o¿ is inclining downwards and was not parallel to the y axis. No patient was present at the time of the event.